Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 808:02 was found in the pump's event history and duplicated during product evaluation. The assignable cause was a defective channel a pump head module. The channel a pump head module was replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The baxter service technician reported a colleague infusion pump which experienced failure code 808:02 during device evaluation. This condition was found to have interrupted delivery. There was no patient involvement and therefore no reports of patient injury or medical intervention. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.